Manufacturer narrative:
Date of event, corrected data: the initial manufacturer report incorrectly reported the date of the event.

Event description:
It was reported that the vns patient has been in the hospital ICU with bradycardia and has coded at least once. A company representative went to the hospital to perform device diagnostics which were reported to be within normal limits. It was reported that the patient underwent cardiac workup and that the cardiologist found only vns as a potential source of the bradycardia. It was reported that the arrythmia events are not occurring with stimulation and they occur infrequently; however, the patient has had to be revived once or twice. The neurologist decreased the output current from 2.5ma to 1.5ma and is going to evaluate the patient to see if that helps. It was reported that there were no setting changes or medication changes that preceded the onset of the bradycardia. The patient's mother reported that the patient did not have any prior history of cardiac events.

Event description:
Additional information was received from the neurologist stating that the patient¿s bradycardia was possibly related to vns. The patient¿s device was programmed off. The patient did not have a medical history of bradycardia prior to vns.